Manufacturer narrative:
The lot was manufactured january 9, 2018 ¿ january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. When the device was disconnected from the patient, the nurse noticed that there was ¿some drug¿ remaining in the device. The device had been filled with 4600mg fluorouracil in 115ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.